Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. After analyzing the instrument and instrument data, the fse cleaned and aligned the sample probes. The customer had already replaced the electrode, calibrated the system and ran qc's. The actual cause could not be determined and no conclusion can be drawn as to what specifically corrected the problem. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Discordant advia chemistry 1200 sodium results were obtained on multiple patient samples. The results were reported to the physician(s). The laboratory repeated the samples to confirm the results, and the corrected results were reported out. There are no known reports of adverse health consequences due to the discordant sodium results.